Event description:
The customer reported 'filament regulator errors' in patient cases. No patient or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The reported errors were identified in the error log. A filament calibration was performed. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.